Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported left side breast pain since surgery. Patient¿s representative later reported ¿pain/discomfort; capsular contracture,¿ ¿eroding of l pectoralis major muscle,¿ ¿umbilical hernia defect; significant defect of chest area (deep concavity) requiring subsequent surgeries.¿ umbilical hernia defect is not device related. The device has been explanted.